Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for a generator change due to normal eri. Pacing lead impedance measured low. The rv lead was imaged under fluoroscopy and externalized conductors were observed. The lead was capped and replaced on (B)(6) 2017. The patient is well and will continue to be monitored.